Manufacturer narrative:
Zimvie did not receive one (1) iunihg, (certain gold-tite hexed screw) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, instructions for use (IFU) and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf rm-00057-haz rev. 18, the most likely root causes determined from the investigation are torque applied during placement/ seating exceeds recommended value, parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that the screw fractured in the patient's mouth at tooth site # 5. Part of the screw is still stuck in the implant. Purchased screw removal tools from customer service in order to retrieve broken portion. Restorative dentist called to advise screw could not be removed from implant and implant will need to be removed. He stated screw was too deep for tools to reach. Implant will be removed but it will not be done at his office so he will not have details on case going further.

Manufacturer narrative:
The following sections have been updated: b1: report type. B5: describe event or problem. B4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H1: type of reportable event. H2: checked follow-up type. H4: device manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
It was reported that restorative dentist called to advise screw could not be removed from implant and implant will need to be removed. He stated screw was too deep for tools to reach. Implant will be removed but it will not be done at his office so he will not have details on case going further.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D4: lot/serial # unknown / not provided . D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the screw fractured in the patient's mouth at tooth site #5. Part of the screw is still stuck in the implant. Purchased screw removal tools from customer service in order to retrieve broken portion.